Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver passed the charge and boot testing. The receiver log was downloaded and reviewed, finding no errors related to the complaint. It was observed during the log review that no/intermittent audio was perceived due to user acknowledging the alert right after initial vibration within the investigation window .the receiver functional test was performed and passed all relevant testing. A global receiver communication tool sound test was performed, and it passed sound tests. Manual "try it" testing was performed and passed. The receiver case was opened for an interior inspection and passed. Speaker resistance was measured and was within specification. The reported event of an intermittent audio output was not confirmed. A probable cause could not be determined.